Event description:
The customer reported that the 840 ventilator locked up while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the graphical user interface (gui). The covidien customer support engineer (cse) inspected the device and upgrade the software to the current revision. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).